Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent l4-s1 posterior fusion using the rhbmp-2/acs on multiple levels, mixing rhbmp-2/acs with allograft and autograft, and implanting rhbmp-2/acs with depuy brantigan cages and instrumentation. Postoperatively, the patient continued to suffer from back pain and left leg pain. Within six months, the patient began complaining of significant left leg paresthesia and numbness. Physical examination revealed that the patient had developed weakness of his left foot. An emg and nerve conduction study from apprroximately six months post-op demonstrated findings consistent with bilateral l5 radiculopathy. Due to the patient's continued pain and weakness, a CT myelogram was performed approximately four months later. This test showed an osteophyte formation at l4-5, as well as mild to moderate foraminal stenosis. The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Event description:
It was reported that on an unknown date the patient underwent: lumbar laminectomy and discectomy, l4-5, l5-s1 for central disk herniation. Posterior lumbar antibody fusion, l4-5, l5-s1. Blackstone titanium pedicle screw system, l4-5, l5-s1. Posterolateral fusion, l4-5, l5-s1. Laminectomy bone with allograft and rhbmp-2. Brantigan cage insertion, l4-5, l5-s1 using 7x9x25mm cages at l5 and 7x9x21mm cages at l4-5. Indications: discography revealed central disc protrusions with pain at l4-5, l5-s1. He had failed non-operative management. This fusion was augmented with pedicle screw and interbody cages.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterolateral fusion from l4 through s1, using rhbmp-2/acs, allograft, and brantigan cages. Sometime postop, the patient reportedly developed low back pain as well as left leg pain and weakness in his left foot. Am emg and nerve conduction study was performed on (B)(6), 2007, which showed findings consistent with bilateral l5 radiculopathy. A CT-myelogram was performed on (B)(6), 2007. The CT-mylogram revealed both osteophyte formation at l4-5, as well as foraminal stenosis at the same level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.